Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had unexpected restart. A cold reset was performed alarm very shortly after complete insulin pump rewind. The customer¿s high blood glucose was 488 mg/dl at the time of incident. The customer also state that the insulin pump had multiple pump error alarm and customer was able to clear the alarm and able to rewind the insulin pump. The insulin pump will not be returned for analysis.